Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels of 53-84 mg/dl, nausea, light headedness, and lethargy. Reportedly, the customer delivered too large of bolus for the amount of carbohydrates consumed. The customer required assistance from partner to treat bg level via consumption of carbohydrates. No additional information was provided.